Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer had reverted to manual insulin injection. At the time of report tandem technical support performed a pump reset and customer was able to continue the pump for insulin therapy.